Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed and stated that there could be a lead fracture and there was no clear evidence for myopotential on the ra electrogram (egm). Ts recommended programming options. This device remains in service. No adverse patient effects were reported.